Event description:
Customer reported receiving an error 3 when a test strip was inserted, and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. Although, the customer did not report unit of measure change, the meter could be exhibiting signs of the memory overwrite malfunction. Customer also reported experiencing a headache and took a aspirin to conteract her symptom. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned, and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.